Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft break occurred. A guidezilla¿ guide extension catheter was selected for use. However, during unpacking, the proximal part of the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter, in two pieces. The hypotube, distal shaft, collar and tip were microscopically inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out, numerous kinks in the distal shaft, damage to the tip, and a kinks in the hypotube that was 19mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported broken shaft was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A guidezilla¿ guide extension catheter was selected for use. However, during unpacking, the proximal part of the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.